Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error detected alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error detected due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that he insulin pump had power error detected alarm. Customer's blood glucose value was 11mmol/l. The customer was able to rewind the pump and was able to clear the alarm. Insulin pump will be returned for analysis.